Event description:
The customer reported that the system would go blank after an exposure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the monoblock and the batteries and performed a filament calibration. The system was tested and found to be working as intended and put back in service.